Event description:
This is a report from a nurse in (B)(6) of a patient who used clean flash device and was hospitalized due to peritonitis. On (B)(6) 2010 the patient was diagnosed with peritonitis and was treated with antibiotics (unknown). On an unreported date, his peritoneal effluent culture was performed, but a micro-organism was not identified. In (B)(6) the patient's peritonitis was resolved and the patient was discharged from the hospital. The doctor thinks that the clean flash device could be suspect in the peritonitis because three patients who used the clean flash device had peritonitis in (B)(6) 2010 but also stated that it may have been cause endogenously. Separate reports have been opened to address each patient.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review was not performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
The user reported the sternal saw motor shaft was damaged. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.the product code is unknown and therefore the 510(k) number entry field is left blank.